Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-23487. It was reported that the patient presented for a pacemaker explant procedure. The atrial and right ventricular leads were explanted and replaced due to an unspecified issue. The patient condition was unknown.